Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor hearing performance and dizziness with the device use. Subsequently, at the patient's strong request, the device was explanted on (B)(6) 2025, and the patient was reimplanted with other brand manufacturer device during the same surgery.